Event description:
During placement of tibia screws, both left and right tibia screw threads unraveled as they were being placed by the surgeon. The left tibia screw was able to be removed. However, the right tibia screw was incarcerated in the tibia and could not be removed.